Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had exhibited ventricular oversensing of diaphragmatic potentials which resulted in intermittent failure to capture in the past. It was also reported that this patient had experienced several pre-shock syncopal events followed by appropriate ICD conversion. The patient was later upgraged to a bi-ventricular ICD system. It was also noted that this ICD was also replaced due to the advisory issued on this model/device. No adverse patient symptoms were reported.